Event description:
A customer contacted beckman coulter inc. (Bec) to report obtaining reactive and equivocal toxoplasma immunoglobulin g (igg) results from two unicel dxi 800 access immunoassay systems for one pregnant patient on (B)(6) 2011. This report documents the event on one of the two instruments on (B)(6) 2011. The results were reported out of the laboratory, but did not match the patient's negative toxo igg and toxo igm results obtained from an alternate instrument. The patient's previous results were also negative in (B)(6) 2011. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Qc was within the customer's established ranges on the date of the event. A field service engineer was on site on (B)(4) 2011, and verified the instrument hardware after completing some hardware repairs. The related events are reported in MDR #2122870-2011-06508 and 2122870-2011-06510.